Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alarm, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The pump was monitored for two (2) days and no unexpected powering off noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump continued to lose power even after battery and battery cap replacement. Customer's blood glucose was unknown. Customer declined troubleshooting due to already attempting to troubleshoot for the same issue a month prior. Customer was advised that insulin pump would need to be replaced.